Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000481, serial/lot : none. A medtronic representative went to the site to perform a system check out and they found that the mobile viewing station will shutdown if not plugged into the wall. The ups was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that that uninterruptible power supply(ups) battery was bad. There was no patient involvement.